Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals broken on plunger assembly and good condition with no appearance of any physical damaged on pump. The technician was unable to duplicate the problem using the power up process, all the force reading within the required specs. Testing found some contamination was found inside of plunger assembly which is causing the force sensor test error intermittently. The root cause was attributed to customer damaged. The manufacturer replaced the whole plunge assembly only for preventive. Performed force sensor calibration and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device unit keeps alarming. No patient injury reported.